Manufacturer narrative:
Follow-up: per biomed the he replaced the blower to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop due to the blower stalled. The customer reported there was patient involvement and no patient harm.